Manufacturer narrative:
Other # field is populated with the di number. 2015.

Event description:
A report was received that the patient's ipg was causing more harm than good and was heating up. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that what was meant by stimulation that was causing more harm than good was that the patient did not like the sensation. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's ipg was causing more harm than good and was heating up. The patient will undergo an explant procedure.